Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿.

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2008 whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2009, the gore device was explanted. It was reported the patient alleges the following injuries: pain, swelling, infected mesh, and mesh removal. Additional event specific information and medical records were not provided but have been requested.

Manufacturer narrative:
Corrected results code. Code 3233 - sterilization results pending completion of the evaluation. Corrected conclusion code. Added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated 5/12/2008 indicate the patient underwent incisional hernia repair with mesh. Postoperative diagnosis is noted as ¿incisional hernia.¿ the records state: ¿the patient is a pleasant man who had surgery multiple years ago and presented with a very large incisional hernia.¿ findings from the procedure state: ¿the patient had a 13 x 8 cm hernia defect.¿ the 5/12/2008 records state: ¿we made a midline incision through his old incision and dissected down to be able to identify the hernia defects. We took all the adhesions off the fascia using cautery. We were able to finally get all the adhesions taken off circumferentially. We then measured the defect and it was about 13 x 8 cm. We got a piece of goretex dualmesh. This was placed under the fascia. It was sewn in circumferentially with interrupted ethibonds. We then irrigated thoroughly and the fascia was closed over the mesh with a running nylon. The skin was closed with staples.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp04/05457072) was used during the procedure. Records between 5/12/2008 and 8/25/2009 were not provided. Operative records dated 8/25/2009 indicate the patient underwent exploratory laparotomy, removal of infected mesh, and placement of a wound vac. Postoperative diagnosis is noted as ¿infected mesh¿. Indications for the procedure state: ¿the patient is a pleasant man who has a history of crohn's disease who has had a hernia repaired with mesh approximately 15 months ago. He came in last night with what appeared to be a mesh infection. He was seen by my partner dr. Kowalski who ordered a CT scan which did show an infection of the mesh.¿ findings from the 8/25/2009 procedure state: ¿the patient had a significant amount of pus above the mesh. When we took the mesh out, the abdomen was surveyed for frozen at this point. We did not see any sort of a fistula despite looking for some time.¿ the 8/25/2009 records state: ¿we went through his midline incision and dissected down to the area of the fascia. Once we opened the fascia we got a significant amount of purulent drainage out. It was foul smelling. This was cultured. We then dissected down to the mesh. All the pus was above the mesh between the mesh and the fascia. There was none adhered to the mesh. We took all the stitches out the mesh pullout easily. We spent some time in looking and we did not see any fistula tract. The bowel here with frozen and so it was difficult to get a good look completely around. We irrigated thoroughly with antibiotic saline. Again, we did not see any fistula. At this time, I felt his fascia was in too poor of condition to try to close. So I felt we should just put a wound vac in place.¿ results of culture samples from the 8/25/2009 procedure were not provided. A pathology report dated 8/26/2009 regarding a specimen collected 8/25/2009 states: ¿gross pathologic diagnosis: abdominal hernia, mesh removal: foreign material consistent with hernia mesh. Gross description: hernia mesh is a sheet of white-tan synthetic material. Soft tissue is not identified. No tissue is submitted.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. H6: additional conclusion code: 4316: appropriate term/code not available for "withdrawn complaint". This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 2091) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span may 12, 2008 through august 26, 2009, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: crohn¿s disease. Prior surgical procedures: unknown date; unknown surgery: ¿had surgery multiple years ago.¿ implant preoperative complaints: none provided. Implant procedure: incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04 / 05457072] [15cm x 19cm]. Implant date: on (B)(6) 2008 [hospitalization dates unknown]. Description of hernia being treated: ¿we made a midline incision through his old incision and dissected down to be able to identify the hernia defects. We took all the adhesions off the fascia using cautery. We were able to finally get all the adhesions taken off circumferentially. We then measured the defect and it was about 13 x 8 cm.¿ implant size and fixation: ¿we got a piece of goretex dualmesh. This was placed under the fascia. It was sewn in circumferentially with interrupted ethibond's. We then irrigated thoroughly and the fascia was closed over the mesh with a running nylon. The skin was closed with staples.¿ explant preoperative complaints: on (B)(6) 2009: ¿the patient is a pleasant man who has a history of crohn's disease who has had a hernia repaired with mesh approximately 15 months ago. He came in last night with what appeared to be a mesh infection. He was seen by my partner dr. (B)(6) who ordered a CT scan which did show an infection of the mesh.¿ explant procedure: exploratory laparotomy, removal of infected mesh, and placement of a wound vac. Explant date:on (B)(6) 2009 [hospitalization dates unknown]. . ¿we went through his midline incision and dissected down to the area of the fascia. Once we opened the fascia we got a significant amount of purulent drainage out. It was foul smelling. This was cultured. We then dissected down to the mesh. All the pus was above the mesh between the mesh and the fascia. There was none adhered to the mesh. We took all the stitches out the mesh pullout easily. We spent some time in looking and we did not see any fistula tract. The bowel here with frozen and so it was difficult to get a good look completely around. We irrigated thoroughly with antibiotic saline. Again, we did not see any fistula. At this time, I felt his fascia was in too poor of condition to try to close. So I felt we should just put a wound vac in place.¿ findings from the procedure: ¿the patient had a significant amount of pus above the mesh. When we took the mesh out, the abdomen was surveyed for frozen at this point. We did not see any sort of a fistula despite looking for some time.¿ on (B)(6) 2009: pathology: ¿gross pathologic diagnosis: abdominal hernia, mesh removal: foreign material consistent with hernia mesh. Gross description: hernia mesh is a sheet of white-tan synthetic material.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use also states, ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and / or a general lack of available detail or specificity related to an adverse event and / or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05457072. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.